Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. The customer had not reported the symptoms. The customer treated in hospital with insulin IV drip. Customer's blood glucose value was 510 mg/dl.. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 morning. The blood glucose value when admitted to hospital with 510 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.